Manufacturer narrative:
E1 - initial reporter address 1 - (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 12atm for 30 seconds. The balloon rupture was noted at the balloon end. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.